Manufacturer narrative:
Product event summary:one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. Log file analysis revealed two vad stopped alarms and two low flow alarms with the year 2000. However, due to the rtc reset to zero, the date and time of these alarms could not be determined. The vad stopped alarms were most likely due to disconnection of the pump from the controller. Log file analysis revealed that the controller lost its rtc time sometime between (B)(6) 2013 and (B)(6) 2015. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was received with its real time clock (rtc) reset to zero. However, when set to the current date and time, the rtc was able to retain the new settings. The reported event could not be duplicated at the bench level. No failure detected. The most likely root cause of the rtc¿s reset to zero can be attributed a rundown of the controller¿s rtc coin cell due to an extended period of time without connection to a power source. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced a controller with a ventricular assist device (vad) alarm. The patient stated that the alarm would beep every second sounding like it does when batteries need to be changed. It was also reported that real time clock (rtc) was not functioning properly. The rtc error was due to a depleted internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.